Manufacturer narrative:
Sharps collectors are puncture resistant. They are not, however puncture proof. They are routinely checked for wall penetration and wall thickness. Label states that to avoid injury, examine the collector carefully before you fill, carry, or dispose of it. Eval summary: no sample was received for eval. However, photos were received displaying the needle protruding from the sharp collector. The retained sample tested for wall thickness and met specifications, device history review was conducted and no anomalies noted. Complaint history check yielded no other complaints for similar condition for the lot reported. Without the physical sample, cannot confirm defect. Quality will continue to monitor on monthly trend reports.

Event description:
The nurse was wiping down a bench and moved a sharps container. Her finger was cut by a needle protruding from a sharps container.